Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. If additional information becomes available vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 .

Event description:
The customer reported to vyaire medical that the vela ventilator alarmed ventilator inoperable, motor fault, circuit disconnect, low peak inspiratory pressure (pip) and low minute ventilation (ve). The customer confirmed that there was no patient involvement associated with the reported event.